Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate ams episodes were noted. Review of the episodes revealed ams during pac's or atrial ectopy falling into refractory. Checking patient's health history and programming changes were recommended. Further actions will be discussed with the physician.